Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed, as the device was not returned for evaluation, and further information could not be obtained. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source does not recognize bronchoscopes, conventional and ultrasound, at random. When initially setting up, the connection was not lost, once recognized. Turning the whole system off and restarting worked in correcting this but was taking more attempts of sort to make it work. No image on screen, tried multiple scopes for verification. The issue occurred during preparation for use. There were no reports of patient harm.